Event description:
It was reported that during a prostatectomy procedure, the clips would not advance. Anotehr like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 10/23/2007. Eval summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam due to the cam being broken. The instrument was cycled and ejected the remaining clips due to the cam condition. An investigation has been initiated to address the root cause of the cam issue. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.